Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer ran out of supplies a month ago and has not been using the pump. Customer's blood glucose level has been over 500 mg/dl because she has no supplies. Customer has also been hospitalized and is requesting an emergency supply be sent to her. No further details given.